Event description:
It was reported that the pt's implantable neurostimulator was in a power-on-reset (por) state. The pt couldn't communicate with the recharge or the pt programmer. The device wouldn't communicate with the clinician programmer either. The clinician programmer said the pt needed to "recharge now". The device was discharged, not over-discharged. The pt was instructed to charge the device to 100% and make sure the battery level did not drop. It was also noted that the por would need to be cleared to restore stimulation. Additional info has been requested, but was not available as of the date of this report.